Manufacturer narrative:
Eval summary: the screw was removed from the device at zimmer for identification. The screw was identified to match screws that are assembled with nexgen screws. The screw was removed from the device at zimmer for identification. A review of device prints indicates the tibial components are shipped with a plastic plug that is removed / discarded when a stem extension is to be attached to the device. The plastic plug was not returned with the complaint for review. Eval: as returned a screw is captured within the stem of the tibia plate. The screw is wedged with the hex feature on facing the proximal side of the device. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that the surgical tech went to impact the stem and there was a screw in the tibial component. The impaction stripped the screw rendering the tibial component unstable. A different implant was used.